Event description:
This report is to inform you observed deterioration in the quality of pulmomate nebulizer compressors (3 of them) in comparison to pulmoaide nebulizer compressor. We have been using (1) pulmoaide (model 5650d, serial number: (B)(4) since 2002 (with defective on/off switch since (B)(6) 2008); (2) pulmomate, model 46502, serial number: (B)(4). Mfd: k1707, lasted nearly 3 years after which its compressor stopped working; (3) pulmomate, model 4650d, serial number: (B)(4), mfd: a2011 lasted for less than 1 year after which its compressor stopped working; and (4) pulmomate, model 4650d, serial number: (B)(4), mfd: l2011, stopped working while in use, after heating up during its last use on (B)(6) 2012, after only 5 1/2 months of its purchase date. Looks like there is steady deterioration in the compressor unit of model 465d (model 46502 is similar to 465d with 2-pin polarized electrical plug, versus 3 pin electrical plug for model 4650d). All 4 nebulizer units were dispensed to us by (B)(4) (2002) and (B)(4) (2008, 2011 and 2012). The first two nebulizers were dispensed to mr (B)(6) (dob (B)(6)) and the 3rd and 4th nebulizer units were dispensed to mr (B)(6) (dob (B)(6)). Unit number 3 broke after about 11 months of use in a manner similar to unit number 2. Unit number 4 stopped working while in use, after approx. 5 1/2 months of its purchase. The units were used at our home, infrequently, as needed, during episodes of bronchoconstriction (tightness in chest with coughing), and/or wheezing, more often during winter months, with albuterol and/or budesonide inhalation solutions. MFR warranty for each unit is for a period of 5 years (for defective compressor or fan). Three of our units have gone bad after (I) nearly 3 years, (ii) after 11 1/2 months and (iii) 5 1/2 months. (B)(6), on (B)(6) 2012, asked me to return the three broken/non-working units to (B)(6) from where I got them. On (B)(6) 2012 the three broken units were returned to (B)(6). Dates of use: device 1: (B)(6) 2002 to (B)(6) 2008. Device 2: (B)(6) 2011 to (B)(6) 2012; (B)(6) 2012-(B)(6) 2012. Reason for use: episodes of wheezing, or chest congestion with cough and cold weather induced wheeze; or bronchoconstriction episodes.